Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review could not be performed as the device log failed to download. The device could not be evaluated as it was received in a condition in which it could not be evaluated. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced nausea, bloating and abdominal discomfort during setup. The patient was not connected to the homechoice device at the time of the events. The patient reported that they have not completed the entire therapy ¿in a few days¿. Draining did not relieve the symptoms. Renal therapy services (rts) advised the patient to contact their nurse or emergency services. The patient reported they thought the events were due to a medical procedure they had performed and another indication as they have been spending a lot of time laying down. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.